Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed welts and indentations under the left electrode. There was no alleged device malfunction contributing to the irritation. Patient followed up with his physician regarding the skin irritation, and reported that his physician recommended taking the lifevest off occasionally when someone is at home with him. The patient confirmed that he followed his physician's recommendation and the skin irritation has improved.